Manufacturer narrative:
The first investigation of the log files showed that the ventilator generated an alarm. It looks like only the cockpit restarted and ventilation continued. However, the correlation between the reported desaturation and the ventilator behaviour will need more investigation. Final results will be reported in a follow up-report.

Event description:
It was reported that the patient monitoring system generated a desaturation alarm at the central. Physician found the ventilator screen dark at the bedside, no ventilation visible. No injury reported.

Manufacturer narrative:
The infinity acs workstation nc consists of the ventilation unit and a separate display, the cockpit. The logfiles, the cockpit c500 and the connecting cable towards the ventilation unit were investigated. The logfile analysis showed the by the user observed cockpit restart. Other than reported there was no ventilation stop or warmstart of the ventilation unit. The investigation of the cockpit c500 and the connection cable including a long-term run did not show any failures. In case of a deviation at the cockpit a warmstart is performed in order to solve the existing problem. The most important parameters of the ongoing ventilation are displayed in the supplemental oled display of the ventilation unit. An appropriate alarm is generated. High priority alarms are generated via the piezzo alarm during a cockpit restart. The warmstart of the cockpit does not affect the ongoing of the ventilation. It was not possible to determine the exact root cause.

Event description:
Please see initial report.